Event description:
Please investigate this doctor, dr (B)(6). He is treating people's brains with his own made up software and high powered magnets to "neuromodulate"brains, and my son had a manic episode that we have never seen before. This guy is treating brains with numbers picked by his so called "software" and then setting the machine to those numbers. Who knows how he knows if the numbers are dangerous. We didn't realize it but he is a quack, and made up his homemade software to treat people's brains. His company is called peaklogic software. He is in (B)(6). Isn't that illegal? Shouldn't he have the software picking my son's brain numbers registered with the FDA? I do not see it registered anywhere. We are in (B)(6) but his website says he has places all over the country. I don't see he has a medical license in (B)(6) and he is performing there as well. He caused my son so much trouble making him suicidal. His website is www.prtms.com. He works at (B)(6) supposedly. But he is a dangerous quack. Please investigate before he hurts more children.